Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the pacemaker implant procedure, the proximal pin of the lead was not able to insert into pacemaker connector. The lead was replaced. The patient was stable post-procedure.